Event description:
Complete disruption or ptfe graft near inflow anastomotic limb. Of note between ringed segments (not removed) post-op day #3, initial implant in 2007. Patient required urgent exploration with resection of defective segment.